Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Multiple attempts made to obtain further information were unsuccessful.